Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v704660, implanted: (B)(6) 2011, explanted: (B)(6) 2011. Product type: lead: product ID 3888-45, lot# v704660, implanted: (B)(6) 2011, explanted: (B)(6) 2011. Product type: lead: product ID 3888-45, lot# v704660, implanted: (B)(6) 2011, explanted: (B)(6) 2011. Product type: lead: product ID 3888-45, lot# v704660, implanted: (B)(6) 2011, explanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011. Product type: extension: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011. Product type: extension. (B)(4).

Event description:
It was reported that the patient experienced an infection. The infection was diagnosed through examination and palpation, and signs and symptoms included fever and redness around the wound. It was reported that the patient required in-patient hospitalization and the event severity was noted as "severe." The patient¿s entire device system was explanted. It was reported that the patient recovered without sequelae on (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).